Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for husband via phone call for high blood glucose. Blood glucose at the time of incident was 400 mg/dl. Customer treated for high blood glucose with insulin pump and it came back down right away. Customer reported that they notice air bubble in tubing. Customer declined to troubleshoot high blood glucose stating it was due to the air bubbles. The insulin pump will not be returned for analysis.